Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 17-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were failed to stay closed. The field service engineer found the malfunction was due to the mini engine and potentially a faulty drawer controller. The engineer replaced the mini engine and tested the drawer using the hardware test application, but the drawer remained open after testing. The engineer then replaced the drawer controller and tested the drawer again. All sub drawers were working properly. Finally, the engineer configured the drawer and updated the configuration in the station application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed to stay closed. The customer reported that a malfunction occurred when the user attempted to dispense medication to the patient. There were no adverse events or injuries reported based on this event.